Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, customer states that the hilo motor is not working. Customer also says that the leg link assembly is bent. MDR filed.

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.